Manufacturer narrative:
Concomitant medical products: product ID: 4968-35 lead implanted: (B)(6) 2008, product ID: pb1018 transcatheter valve implanted: (B)(6) 2015. Product ID: w1tr01 ipg implanted: (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the right ventricular (rv) lead thresholds were rising and a loss of capture was noted. Reprogramming was done, and the rv lead remains in use. No patient complications have been reported as a result of this event.